Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving a motor error alarm on the insulin pump, with no significant events occurring beforehand. The customer was advised to discontinue use of the device and to return it for analysis and a replacement, but she refused. The customer's blood glucose value at the time of the call was not reported. No further information was provided.